Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation, the most likely cause of the blinking screen was corrosion on the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blinking screen. The event occurred during an inspection for use before an unspecified procedure. There were no reports of patient harm.